Event description:
It is reported that after cleaning the rubber seals in the system 7 septic housing are becoming loose which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It is reported that after cleaning the rubber seals in the system 7 septic housing are becoming loose which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, o-ring came off of the housing, was confirmed. Only the o-ring was returned to the manufacturer and during the inspection the engineering technician observed that the o-ring seal was loose and damaged. An aseptic housing bottom o-ring loose/missing failure was identified. No other symptom failures were determined. O-ring was placed in parts retention.